Event description:
Pt had first implant in both breasts in 1998. The implants were removed in 2002 because of encapsulation in the left breast. The implant on the left side became constricted and infected. Capsulotomy was done and drainge tubes were inserted to drain the abscess. Pt was given 2 weeks antibiotics (cephalexin) amongest other medications. The second implantation was done by the same doctor with the same product in 2002. Nine days ago pt woke up to find that the left implant had gone flat and pt could feel the device on the fifth rib and is mobile.